Event description:
It was reported by patient's legal counsel that patient underwent right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported patient underwent a right hip revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, lack of mobility, loss of range of motion, metal poisoning and metallosis. There has been no reported revision procedure to patient's left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-05176 / 05179).

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by patient's legal counsel that patient underwent right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported patient underwent a right hip revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, lack of mobility, loss of range of motion, metal poisoning and metallosis. There has been no reported revision procedure to patient's left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's medical records revealed a right hip revision was performed on (B)(6) 2003 due to leg length discrepancy. The head and stem were removed and cleaned then reimplanted. Additional information received in patient medical records revealed the right hip revision performed on (B)(6) 2014 was due to pain, adverse reaction to metal debris, fluid collection, and elevated metal ion levels. The patient's operative report noted fluid, and taper corrosion which was cleaned. Additional information received in patient medical records revealed patient's blood was tested on (B)(6) 2013.